Event description:
A pt reported experiencing hypoglycemia while using a one touch meter. Pt has malignant lymphoma for which pt is taking prednisone and chemotherapy. On event date, pt's blood glucose was 51mg/dl at 10:22pm, which was unusually low since pt is on prednisone. Pt ate to bring up their blood glucose. At 03:30am on the next day, pt's blood glucose was 220mg/dl. At 08:00 am pt went to hosp for chemotherapy. At the hosp, the ot meter gave readings of 169mg/dl and 269mg/dl versus 221mg/dl and 299mg/dl when compared to hosp, which is of unknown brand. Pt has not experienced any adverse symptoms, neither had any medical intervention been required. No further info had been reported.